Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced feeling very sick with headache, nausea, and being thirsty regardless drinking a lot of water. The patient stated that at 11:00pm the ketones were 1.5 mmol/l, and at 11:08pm, the ketones were 2.1 mmol/l. When a fingerstick was taken the by the patient´s partner the cgm was reading 7.6 mmol/l and the blood glucose reading was 33.0 mmol/l, and later the cgm reading was 7.6 mmol/l, and the blood glucose reading was 40.0 mmol/l. Around midnight the patient went to the hospital and was treated with intravenous sodium chloride. The patient was discharged the day after. There was no documentation of further medical intervention. At the time of the report the patient still experienced headache and nausea. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.